Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, no problem was noted with the device. Upon functional testing, it was noted that the device functioned as required.

Event description:
On 06/17/2022, it was reported by a sales representative via (B)(4) that a ar-2384 tendon stripper-cutter blades on the cutting portion have been difficult for the surgeon to cut the tendon out, doesn't seem sharp. This occurred in an unknown case, with no patient effect reported. No additional information provided.